Manufacturer narrative:
Of the eight reported malfunctions, seven lot numbers were provided and lot history reviews were performed. One lot number is unknown. No samples were returned but seven malfunctions provided medical records for review, six of which included images. Seven investigations are confirmed for the alleged patient device interaction problem, with one being inconclusive. The root cause cannot be determined at this time. The devices were labeled for single use. (Corporate lot number: gftg2528, gfsl2740, gftf3710, gftd2403, unknown).

Event description:
This report summarizes eight malfunctions. A review of reported information indicates that model rf400f, vena cava filter, allegedly experienced a patient device interaction problem. This information was received from multiple sources. Each malfunction involved a patient with no consequences. Six patients were reported as male and one was female, with ages ranging from 52-74 years old. One patient weighed (B)(6) kgs. The remaining patient's information was not provided.

Manufacturer narrative:
H10: of the eight reported malfunctions, seven lot numbers were provided and lot history reviews were performed. The devices have not been returned for evaluation. However, medical records were provided for eight malfunctions and images were provided for six malfunctions. Therefore, for five malfunctions, the investigation is confirmed for perforation. For remaining three malfunctions, investigation is confirmed for perforation, additionally it was determined to have and also unconfirmed for filter tilt (a150202). Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gftg2528, gfsl2740, gftf3710, gftd2403, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. This information was received from various sources. Each malfunction involved a patient with no consequences. Eight patients ranged from 52 to 74 years of age. Of the 8 patients, six are male and two are female and two patients were weighed 60 kgs and 110 kgs. The other patients weight were not provided.